Manufacturer narrative:
The approximate age of the device was 15 days at the first hospitalization and 6 months at the second hospitalization. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 system controller is (B)(4). A direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported event could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4), and no further related events have been reported at this time. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. Information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding, is also provided in this document. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2018. It was reported that on (B)(6) 2018, the patient was admitted for epistaxis. Two units of packed red blood cells were transfused and an esophagogastroduodenoscopy was performed, but nothing was found. On (B)(6) 2018, the patient was admitted for low hemoglobin levels and anemia of unknown etiology. Another two units of packed red blood cells were transfused and hemoglobin levels rose. Coumadin and asa were held on admission with elevated inr, and resumed following discharge on (B)(6) 2018.